Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient underwent a procedure on (B)(6) 2013 for scoliosis correction and decompression of the spinal canal. While adjusting the system, the doctor decdided to give more compression at levels l3 and l4 of the right side. He decided to drop the closing bushing. The rod was adjusted polyaxially. While trying to loosen, force was applied and the tip of the screwdriver fractured. It was swapped for another device. This is report 1 of 1 for complaint (B)(4).

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
An evaluation was conducted and the report indicates that the fracture surface is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use. DHR review confirms that the device was conforming to specifications; no manufacturing related fault could be detected. Placeholder.